Event description:
The pt had no pain relief. An x-ray (date not reported) determined that the lead had migrated/dislodged. The lead was surgically revised on (B) (6) 2008. The pt recovered without sequela.

Manufacturer narrative:
(B) (4). This report is being submitted late due to a delay by a manufacturer employee. A process improvement plan and training are in place.